Event description:
It was reported the pt was unable to communicate with the ipg (implantable pulse generator) using the external devices. It is unclear exactly when the communication and the stimulation were lost as the pt was able to recharge the device 2 weeks prior to the event date. No further information was available at the time of this report.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.